Event description:
Valeo plif cage broke during cage placement when the end user tried to manuver outside of surgical technique one of the two plif cages 90 degree rotation in-situ tight disc space. No trial was used. Surgeon used the cage as both trial and distractor. The rep mentioned the surgeon used excessive force to rotate the device on an narrow disc space without much prep work. Part was left in the patient and second plif cage was inserted with ease. No harm or injury to the patient was reported. No revision surgery is scheduled. Cause is user error. The surgical technique guide provides specific steps to help prevent this failure from occurring. Improper disc prep, deviation of cage insertion with rotation in-situ, and challenging patient anatomy can be attributed to this incident. .